Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 230 mg/dl (aviva) and 110 mg/dl (active). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.